Manufacturer narrative:
(B)(4). Event date unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure "the clips are loose and not forming correctly". It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). The analysis results found that the lx107 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.